Event description:
A (B)(6) male pt called zoll customer support to report that one of his battery packs was corroded and would not power up his monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery corroded) has been confirmed. Upon investigation the battery pack was unable to power up a test monitor and the output voltage was 0.566v. The cause for the low voltage was a leaking battery cell. The root cause for the leaking cell could not be positively identified. No adverse event resulted from the leaking battery cell. The pt received a replacement battery pack.